Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-feb-2023. H6: investigation summary two samples were provided to our quality team for investigation. The second syringe did not have any damage or defects, the stopper was properly assembled, and there was no evidence of a leakage past the stopper ribs. A device history review was performed for the reported lot 2205040, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of each lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rodd. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned samples along with the retained products of the same lot underwent these evaluations and all product was verified to meet required specification. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringes leaked. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2022 the leakage problem reoccurred when preparing a syringe for a second patient. The product escaped through the plunger, before administration. No clinical consequence for the patient.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringes leaked. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2022 the leakage problem reoccurred when preparing a syringe for a second patient. The product escaped through the plunger, before administration. No clinical consequence for the patient.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.